Event description:
The customer reported to customer service that the power supply for her pump will no longer provide power to the pump and it has exposed wires. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not see a fire, smoke or any evidence of melting or burning, but did see sparking once from exposed wires at the strain relief. She also indicated that she would return the original power supply. However, as of the date of this report, the power supply has not been received. Sparking is indicative of at least one short in the dc cord and poses a safety risk. Without the product, an analysis/eval cannot be performed and the customer's complaint that there was sparking can be neither refuted nor substantiated and the cause of the issue cannot be determined. A conclusion cannot be made. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues. A field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.